Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to corrupt mcu software on the digital board. The mcu software was re-loaded to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.